Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: am blood glucose (bg) values below 54 mg/dl were recorded by continuous glucose monitor (cgm) on (B)(6) 2019 and on (B)(6) 2019 . Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. On (B)(6) 2019 at 5:52 pm, user requested a 0.87 unit bolus for a bg of 258 mg/dl while still having insulin on board. There were no erratic basal rate adjustments. Making bolus requests and still having insulin on board could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 50's (mg/dl); cause was unknown. Glucose tablet was consumed to treat the low bg. Recommendation was made to consult with healthcare provider.